Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: - the instruction manual gif-ez1500 operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, in addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water supply volume did not meet the standard value, the grip had a scratch, the air/water cylinder had discoloration, the up/down knob had corrosion, the scope connector cover unit had discoloration, the scope connector case unit had discoloration, due to clogging of the nozzle the water supply volume did not meet the standard value, the plastic distal end cover had a dent, the adhesive around the light guide lens had wear, and the connecting tube had a cut. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the nozzle was clogged with foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.